Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during the surgical procedure duraseal exact spine sealant system 5ml (206520) did not form the film or sealing that it normally does. The product was prepared according to the established protocol, packaged and passed to the specialist, but when the specialist proceeded to apply it, it remained in the form of water and did not form the film or sealing that it normally does. There was a few minutes delay in surgery, no patient injury was reported.

Manufacturer narrative:
Duraseal exact spine sealant system (206520) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed and found no anomalies. The root cause is undetermined and unable to be confirmed in the complaint evaluation. A DHR review and trending were performed as part of the evaluation. Proper finished good testing was performed prior to release as indicated in the DHR. Product was not received for analysis and the investigation could not confirm the complaint. Per the fmea, potential causes of failure include: performance of the device impacting reconstitution (dissolution) time. The risk remains acceptable per the risk analysis. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.